Manufacturer narrative:
A tear in the exposed portion of the cannula resulted in fluid leaking from the fluid path. It could not be determined how or when this damage occurred or if it contributed to the reported event. Cracks were observed in the top housing of the pod. It could not be determined when these cracks occurred. It could not be determined whether the cracks are related to the observed tear. Investigation of the download data from the pod indicate that the cracks did not affect the functionality of the pod.

Manufacturer narrative:
A tear in the exposed portion of the cannula resulted in fluid leaking from the fluid path. It could not be determined how or when this damage occurred or if it contributed to the reported event. Cracks were observed in the top housing of the pod. It could not be determined when these cracks occurred. It could not be determined whether the cracks are related to the observed tear. Investigation of the download data from the pod indicate that the cracks did not affect the functionality of the pod. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Cloud - locked down/smartphone phone_control_ios cloud - omnipod 5 software app version 1.1.5 cloud - smartphone operating system 18.1 cloud - smartphone hardware iphone14.8 cloud - cgm sensor type g6 *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported the patient's blood glucose level rose to 300 mg/dl while wearing the pod between 24 and 36 hours on the arm. As treatment, the patient was going to activate a new pod after the call ended. The device was originally reported for leaking during wear.